Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two of the catheters from the same batch were used to attempt to replace a suprapubic catheter of the same brand and size. However, the catheter balloon did not inflate properly.

Manufacturer narrative:
Received 3 unopened catheters. A visual inspection found no obvious defects on the returned catheters. The following functional evaluation was performed: tested using lab syringe, inflated the balloon with 30 cc's of water using the normal fill technique and the balloon inflated without difficulty in 439 secs, 42 secs and 43 secs. The inflation funnel did not balloon out during inflation. Deflated and re-inflated the balloon with the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected the catheters and did not find anything that would contribute to the reported problem. (B)(6). (B)(4). Correction: model and lot #. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.